Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Visual analysis of the ipg noted that the top septum lips were missing and discoloration was in each septum and in the header. During functional testing, a lab lead could not be fully inserted into the top septum due to an overstressed connector block. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01403. The pt received her scs system, including an ipg and percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation, and diagnostic tests revealed invalid impedance reading on all lead contacts. The physician reported that the pt's lead was fractured. On (B)(6) 2010, the physician explanted and replaced the pt's lead. It was reported that during the procedure, the physician stated that he did not like how the port on the ipg header looked. He decided to also explant and replace the pt's ipg. Effective stimulation was captured postoperative, and no further pt complications were reported.